Manufacturer narrative:
According to technical investigation the device failed to load a CT post-operative from pacs because it could not read pixel dimension. The IFU confirms that the device requires format conditions to read images. No more information permits to confirm that the conditions were respected. There are no information about how the surgeon resolved the case. Based on the investigation performed, the technical root cause of the event cannot be determined.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon was not able to load a post-op CT from a previous surgery on the planning station.